Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra fine¿ pen needles broke off at the injection site. The following was reported, "item # 320122, lot #8143652, exp 2023-06-30, calling thinks about 10-15 pen needles break off in site. Feels she has removed the needles from stomach. Denied reuse of needles. Rotates sites. Discarded the ones in question. Been using pen needles for the past year. Not all from this box finding issues. Sending mailing kit even though they are discarded. Consumer would like kit just in case feels this will happen again."